Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient was found unconscious, not breathing and having a seizure. The mother suspended the pod at that time and called an ambulance. The patient was taken to the emergency room (ER) by ambulance where he stayed for the day until the patient was stabilized. The hospital did give him dextrose for insulin overdose in his body. They did a cat scan and chest x-ray. The patient's mother is not aware of all the treatments that were given at the ER and does not have his discharge papers. The patient's basal rate was changed as a result of the event.

Manufacturer narrative:
The returned device was evaluated and the bottom housing vent was inspected and found to have been installed correctly with no issues or damages noted. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. Data downloaded from the device returned an alarm, indicating that the rotational sensor open count had exceeded its maximum. This malfunction would not result in an over delivery of insulin. No issues were seen with the drive mechanism or downloaded data. The root cause of the hazard alarm count not be determined.